Manufacturer narrative:
Visual inspection of the returned device showed that there is a crack in the irrigation tubing where the luer is attached to the tubing. The crack extends across approximately half of the tubing. There is also dried body fluid on the tubing, handle and tip.

Event description:
It was reported that the irrigation tubing break occurred. During a ablation procedure with a nav mifi oi it was noted that the tubing irrigation linked to the catheter broke itself. This made it impossible to use the irrigation during the ablation. The catheter was removed and the procedure was completed using a deferent catheter. No patient complication were reported.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the irrigation tubing break occurred. During a ablation procedure with a nav mifi oi it was noted that the tubing irrigation linked to the catheter broke itself. This made it impossible to use the irrigation during the ablation. The catheter was removed and the procedure was completed using a deferent catheter. No patient complication were reported.